Manufacturer narrative:
(B)(4). Batch # r92795. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic transverse colectomy, ¿clean blade¿ was displayed after one hour and a half of usage. A scrub nurse cleaned the device and started using again but the same error displayed many times. Eventually, the blade tip was broken off and the device became not to function. The device was used on the blood vessels. No pieces fell into the patient and no pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.